Event description:
It was reported that the patient with this left ventricular lead and associated cardiac resynchronization therapy defibrillator (crt-d) system experienced infection and erosion. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.